Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited double counting resulting in delivery of inappropriate shocks in two separate episodes. Additionally, high shock impedance measurements of 150 ohms was observed following shock delivery. It was reported that the patient had gained weight since system implant. The sensing vector was reprogrammed from primary to secondary, and no further oversensing was observed. Technical services (ts) discussed the option of performing defibrillation threshold (dft) testing due to the elevated shock impedance measurements. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.